Event description:
It was reported that the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis. The blood glucose reading was 750 mg/dl. The customer stated that she was on chemotherapy and steroids that caused her blood glucose levels to rise. She was treated and released. She noted that she was wearing the insulin pump at the time of admittance. She noted that for some reason she could not keep her blood glucose levels under control that day and wound up in the hospital, but she advised that her doctor had since shown her how to change her basal rates to prevent high blood glucose. Advised the customer to call when any issues occurred to troubleshoot. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.